Event description:
During evaluation of a returned spectrum infusion pump, keypad #4 was not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced key #4 was not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.